Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump displayed screen lines and did not respond to touch, after which the user disconnected from the pump and transitioned to backup injections; the event was categorized as a hardware screen visibility issue and a replacement pump was shipped. Symptoms included no reported hypoglycemia, hyperglycemia, or other clinical effects. Outcomes included no reported injury, no reported hospitalization, and no alerts or alarms. Investigation included internal case review and collection of device performance details. Investigation of this case revealed a nonresponsive touch interface with visible display artifact consistent with a screen/display malfunction. It was concluded, based on previously established findings for similar reports, that the cause was device component failure of the display/touchscreen.